Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign substance on the probe cover was confirmed but the cause is unknown. A single photograph of a probe cover was returned for evaluation. The probe cover appeared to be in its manufactured folded configuration, with just the probe cover end unfolded. A clear liquid or gel foreign substance was seen on the probe cover. The composition and origin of the foreign substance could not be determined from the photograph. A packaging review showed that the probe cover is packed in a csr folded pouch with ultrasound gel. It is possible that the ultrasound gel is the unknown substance; however, this could not be confirmed with certainty without examination of the physical sample and/or evaluation of the ultrasound gel pouch. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there is an oily substance on the probe cover in the PICC tray. No patient impact. Kit was discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.